Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter leaked through the side port. The following information was provided by the initial reporter: "emails from clinicians in theatres regarding vps x 2 leaking: a further issue with another venflon today, bd have received the previous venflons and cannot find any faults. 18g venflon from batch 9826447p41. Difficult to inject, through side port, then started leaking. I have taken one from the same batch and test injected air (not in a patient!) And found that the port was blocked. Further faults of a similar nature have been reported with 18g venflons of lot number 9264947p41 and 9826447p41."

Manufacturer narrative:
H.6. Investigation summary three actual and nine representative samples were received by our quality team for evaluation. The nine representative samples were subjected to visual inspection, pressure to open injection valve, valve injection test and catheter adapter leak test. All nine representative samples failed the pressure to open injection valve test. However, they passed the valve injection test and leakage test. No leakage was observed. The three actual samples were subjected to visual inspection, valve injection test and catheter adapter leak test. The pressure to open injection valve was not performed for used samples. All three actual samples passed the inspection criteria. No leakage was observed. The incident could be verified. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the investigation, the reported defect on leakage was not observed on the representative samples and actual used samples. Therefore, the root cause cannot be determined. However it was observed that the pressure to open the valve was high. CAPA 1379444 has been started to further address the issue on the valve. Customer complaint trends will also continue to be evaluated on a monthly basis. H3 other text : see section h.10.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter leaked through the side port. The following information was provided by the initial reporter: "emails from clinicians in theatres regarding vps x 2 leaking: a further issue with another venflon today, bd have received the previous venflons and cannot find any faults. 18g venflon from batch 9826447p41.difficult to inject, through side port, then started leaking. I have taken one from the same batch and test injected air (not in a patient!) And found that the port was blocked. Further faults of a similar nature have been reported with 18g venflons of lot number 9264947p41 and 9826447p41."